Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings:the complaint could not be duplicated or confirmed. There was no damage observed to the battery cap.